Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to perform incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming testing and displayed service code 203. The cause for the failure and service code 203 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported being unable to perform incoming functionality testing on a monitor.